Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal. Functional testing was able to verify and duplicate the reported issue. It was determined that the faulty dso sensor was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited a downstream occlusion error. There was unknown patient involvement, infusion therapy was delayed, and the pump was swapped out.